Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that a meniscal cinch was used for a knee arthroscopy and meniscal repair procedure. The first implant of the cinch was deployed. When the second implant was pushed down the cannula it became stuck and was unable to be pushed down or deployed into the meniscus. The cinch was removed and the suture was cut. The first implant was not retrieved from the patient's knee. The procedure was completed using inside out suturing instead of another cinch.